Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 600mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with an IV. Customer indicated that their doctor has been contacted and they are currently in the hospital. Customer indicated that their blood glucose value was 171 mg/dl at the time of the call. Customer wants a new pump and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.